Event description:
It was reported that a patient underwent an unknown procedure on an unknown date and suture was used. It was reported that the suture problem. When making stitches, the stitching material almost breaks itself (poor tensile strength). The stitch was broken at any point, sometimes even at the ¿end of the tail.¿ there were at least three of these problems in that box. There were no patient consequences reported. Additional information was requested.

Manufacturer narrative:
Product complaint #(B)(4). Date sent to the FDA: 10/7/2025. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Corrected information: b5, b7, h6 (device discarded b18). Additional information: d4, h4, h6. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. D4/g4: device is not distributed in the united states, but is similar to device marketed in the USA. Therefore, (01)gtin is not available.

Manufacturer narrative:
Product complaint # (B)(4). H6 component code: g07002 - device not returned. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. - did the reported issue contribute to any patient adverse consequences? - please provide the source or name of person providing answers to follow-up questions: d4: UDI: the expiration date is currently not available. Therefore, the full UDI is currently not available.

Event description:
It was reported that a patient underwent an unknown surgery on an unknown date and suture was used. During the procedure, when making stitches, the stitching material almost breaks itself (poor tensile strength). The stitch was broken at any point, sometimes even at the ¿end of the tail.¿ there were at least three of these problems in that box. No adverse patient consequences were reported. Additional information was requested.